Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl. Reportedly, the customer had administered multiple boluses to address previous bg of 414 mg/dl and acknowledged that "impatience" led to over-correcting via bolus and caused low bg. Bg was addressed via juice and glucose tablets.